Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 9 bd slip tip syringes with the bd precisonglide¿ needle had issues with leakage past their stoppers. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "stopper leakage."

Event description:
It was reported that 9 bd slip tip syringes with the bd precisonglide¿ needle had issues with leakage past their stoppers. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "stopper leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: three actual samples with open packaging were received by our quality team for evaluation. No cracked stopper was observed on the returned samples. One sample was observed with a cracked barrel. The two samples not observed with a barrel crack were subjected to leakage testing and no leakage past stopper were observed. A device history record could not be evaluated as the lot number is unknown. The team investigated different sections of machine and match a potential area which could lead to a damaged barrel. The syringe barrel could have been damaged during the transition to the outfeed dial at the syringe needle assembly process. The probable root cause could be due to the machine outfeed dial are out of alignment which eventually could lead to part slanting. Thereafter, the product tilted from the needle assembly dial slot pocket resulting in a crash and damage by the pocket dial and side guide during the transition to the outfeed dial process. The defective parts failed to be removed effectively by the production technician which resulted in escapees to the next process. As no cracked stopper was observed on the returned samples. On the sample observed with the cracked barrel, the plunger was unable to be pulled out to perform the leak testing. Therefore, the complaint is unconfirmed as the team is not able to duplicate the customer¿s indicated failure mode and the root cause could not be determined.